Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a cracked reservoir tube lip, cracked reservoir tube window thru the reservoir tube, broken battery tube threads, cracked case on display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 8 mmol/l at the time of incident. The customer stated that she was priming when she received the alarm. She treated with manual injections. The customer was advised to disconnect from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.